Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was trying to fill his tubing when the alarm occurred on the insulin pump. Troubleshooting was performed. The insulin pump will return. The blood sugar is unknown.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump was received with normal operating current. Pump passed self test. Pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.